Manufacturer narrative:
The product was returned for evaluation. The handpiece transducer was found to be faulty. The DHR service history was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported failure was confirmed. The root cause found the handpiece had low power due to the faulty transducer.

Event description:
A distributor reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece failed. The user put the tip of the handpiece during the procedure and it failed. Additional information received on (B)(6) 2018 indicating that event happened on (B)(6) 2018. The device was not in contact with the patient and there was no delay in surgery. The procedure was completed by replacing the 36khz handpiece with a 23khz handpiece.